Event description:
During a thrombectomy procedure, a retriever was used in the occluded left middle cerebral artery (l-mca). It was reported that a CT scan performed immediately post procedure did not reveal any abnormalities. However, a day post procedure immovable pupils were noticed and a CT scan revealed a hemorrhagic infarction. The patient died two days post procedure. The relationship between the device used and the patient¿s outcome is unknown.

Manufacturer narrative:
The subject device is not available for analysis; therefore, analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage, stroke and patient outcome of death are known risks associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event. Subject device is not available.